Event description:
It was reported during interrogation, that it was unclear if the implantable cardioverter defibrillator (ICD) showed a charge time but also had triggered elective replacement indicator. The ICD was removed and replaced. During the revision, it was noted that the patient may have had "twiddler's syndrome." The atrial lead measured high thresholds and had no slack. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the stylet was stuck in the lead-distal coil.